Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and low blood glucose level. The customer¿s blood glucose level was 400 mg/dl and 40 mg/dl. The customer was treated with insulin pump and a burger. The customer declined troubleshooting for high and low blood glucose level. The device will be returned for analysis.